Manufacturer narrative:
Troubleshooting of the AED was performed with the customer; however, pads were not available, as the customer did not have a spare set to attach to the AED. Troubleshooting determined that after installing a new battery, the AED powered on. The customer was advised to remove the unit from service until new pads are attached and asi is flashing green. Troubleshooting of the device with the customer identified a lack of maintenance with the device that contributed to the depleted battery pack which caused the AED to not power on. As a follow up with the customer.

Event description:
A customer reported that their AED would not power on during a rescue attempt. Emergency medical services arrived approximately five minutes later. The patient was pronounced deceased.